Event description:
The doctor reported that he had once performed a full system explant and subsequent re-implant for a patient who presented with infection many years ago. No other relevant information have been received to date.